Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the discrepancy in depth between navigation and executed trajectory of t11 right was compromised accuracy due to execution outside the operational range. The fact that the arm was at maximal stretch and that the trajectory was unreachable further highlight the distance of trajectory, and hence the compromised accuracy. In addition, the fact that this was a revision surgery, the top of the construct could have been mobile when pushed down with the tools, which could have led to a navigation/execution depth discrepancy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the case the first registration was inaccurate only in regard to the depth. The trajectory and location were accurate. Deviation of the depth was 5 mm too deep. The nav accuracy was checked and it was accurate. The manufacturer representative thought it could have been the fiducial on the arm not fully seated. The surgeon only placed one screw with this registration. The second registration was accurate and no issues. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information provided that the fusion was up to t10, however the CT went only up to t11, so the t11 right screw is what was placed proud. After placing the screw, registration with anatomy was checked using the planar probe at other levels that were approved green. The navigation was showing uniform difference in the depth of the tools in the registered area. One possible theory was that the fiducial might not have been attached accurately for the first segment registration causing the registration to be off in depth. The second registration was accurate and confirmed with planar probe anatomy check. Given all available information, the theory was user error attaching the fiducial in the first segment registration.